Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 51-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2025 patient reported the area was a source of pain to her accompanied by local itching. On (B)(6) 2025, the patient presented with right nipple lesion (eventual start of paget disease) and painful biozorb implant. On the same date patient underwent a surgical procedure for removal of the mass containing biozorb device. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.